Manufacturer narrative:
Patient demographics such as: date of birth and weight were not provided. There is no indication that the access accutni+3 reagent was returned for evaluation. The customer is not reporting any issues with the instrument, qc, or calibration. There is no indication of a hardware malfunction. In conclusion: the cause of this event cannot be determined with the available information.

Event description:
The customer contacted bec (beckman coulter) to report elevated troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system serial number (B)(4). The patient's sample (designated as sample one) was processed on the access 2 immunoassay access serial number (B)(4) and elevated results, above the assay's normal reference range were obtained. The sample was then processed utilizing a different methodology, siemens, and a lower result was obtained and reported outside the lab. There was no change to patient care or treatment which occurred in association with this event. The customer is not reporting any issues with quality control (qc), calibration or system check. Customer also reported qc recovered within customer established specifications prior to the event. The customer also completed interference testing at their facility and was unable to detect any heterophile interferences. Information on the specific interference testing was not supplied. Information on the sample type and processing information such as centrifugation speed or time was not provided. Information on whether the samples tested were the same patient's sample or from re-draws were not provided no issues with sample integrity were reported by the customer.